Event description:
It was reported that patient presented for scheduled procedure. During the procedure, the right ventricular (rv) lead exhibited an unspecified helix rotation issue, repeatedly extending and becoming caught in the myocardial tissue. Upon removal, tissue fibers were noted on the lead tip. After cleaning and reattempting placement, the helix continued to malfunction and was ultimately damaged. The lead was not used and replaced with new lead. Patient condition was stable.

Manufacturer narrative:
The reported events of helix mechanism issue and damaged helix were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found the helix was bent consistent with procedural damage. The helix mechanism/extension length test was not performed due to procedural damage to the helix, as received. The cause of the reported events was isolated to the helix being bent/ damaged.